Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During loading of the balloon over the guidewire within the guide catheter, the shaft of the balloon catheter broke in half. There were no patient complications reported.